Manufacturer narrative:
Concomitant medical product: product ID 977a275 serial# (B)(6) : product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 11-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that after programming they did not have left side coverage or relief, but their right side was doing well. It was noted that the patient has ankylosing spondylitis therefore it was tough to place lead. Physician ordered xray and leads looked midline however, they were unable to capture left side. Plan is to revise system by adding a lead on left side. The issue was not resolved at the time of the report. No device issues reported. It was reported that during a planned placement of a lead on the left side (to help with better relief), when the surgeon opened the ipg site, csf started flowing from the pocket. An unknown amount of csf was lost, the surgeon explanted entire system and will meet with patient to discuss future options. It was reported that ipg site would get swollen then decrease in size. Programming, impedance checks and x-rays were performed/ conducted. Issue resolved at this time.